Event description:
Dealer stated that the chair which is operated by an asl head array somehow jumped from profile 1 to profile 4 thus causing the end-user to lose control and collide into a trampoline. The user's mother stated that her son received a broken leg. There was no statement from the end-user's mother that her son received medical attention.

Manufacturer narrative:
Product received for evaluation. Stated failure could not be replicated. Electrical engineer feels user may have had in mode 4 but forgot to put back to mode 1 before moving chair. Not expecting this, user lost control when chair moved faster then expected. Recommending different model chair for user.